Event description:
Information was received from a patient who was implanted for gastrointestinal/pelvic floor. The consumer reported the patient had a sudden loss or change in therapy on (B)(6) 2016. The patient was going to the bathroom every 1-2 hours and noted they had frequent urinary tract infections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.